Event description:
Oversensing was reported on this ra lead as well as the rv lead. The ICD has been deactivated.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the functions of the devices to be as specified. The analysis of the provided trend data, acquired between 05th august 2021 and 01st april 2022 showed the sudden increase of the pacing impedance from approximately 550 ohms to greater than 1500 ohms at the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to the reported oversensing as well as an inappropriate shock and ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.